Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for screening during a colonoscopy procedure performed on (B)(6) 2026. During the procedure, the clip would not deploy from the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter. Block h11: the device was not returned for analysis; therefore, a product analysis could not be performed, for this reason and due to the lack of evidence, it is unable to confirm the reported event. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the issue was induced due to the physician's technique during the procedure or was related to a device malfunction. Additionally, based on the most relevant information for the complaint including product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process, the definitive cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.